Event description:
Boston scientific crm received and reported the following info: "pts device pocket with this cardiac resynchronization therapy defibrillator (crt-d) was possibly infected. The device was to be explanted and would be sent to the pathology dept of the hosp. It was noted that the lead would be capped."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: lead implanted - unable to determine cause of pocket infection.